Manufacturer narrative:
During an internal review on 30-aug-2024, noted a correction to the 3500a initial as the device was received. Therefore, processed the following fields: d9. Device available for evaluation? Processed as 28-aug-2024. D9. Device available for evaluation? Processed as yes. D9. Is device returned to manufacturer? Checked. H 11. Additional manufacturer narrative: should have included: the bwi product analysis lab received the device for evaluation on 28-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device evaluation was completed on 30-aug-2024. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. Two hours after the catheter was used (after left atrium map, pulmonary vein isolation, post la map, and carina ablation), observed that it had not been perfused. The device was returned to biosense webster for evaluation. A visual inspection, and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and after catheter use, observed it had not been perfused. Two hours after the catheter was used (after left atrium map, pulmonary vein isolation, post la map, and carina ablation), observed that it had not been perfused. Timing of pentaray nav catheter out of the patient's body. Catheter replacement was not performed because there were no further plans to use the catheter. The procedure was completed. Tried to check for perfusion from the syringe, but could not flow or pull with any significant force. The procedure was completed without patient's consequence. Additional information was received on 04-aug-2024. There was complete occlusion. No steps were taken to resolve the irrigation issue. Additional information was received on 08-aug-2024. No error was noted from the irrigation pump. Correct settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation.